Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date - 2007, pt#1 inratio - 3.2, lab - 3.02, mean - 3.11, confidence limits - 1.9-4.6; 2007, pt#2 inratio - 1.8, lab - 4.68, mean - 3.24, confidence limits - 1.9-4.6, 1 week later pt#2 inratio - 3.7, lab - 2.15, mean - 2.925, confidence limits - 1.8-4.2. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the second set of data, both inratio and lab values are outside the confidence limits for inr testing. Products will be tested. Ts updated this case in 2007. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007 pt#2 inratio - 2.4, lab - 2.19, mean - 2.295, confidence limits - 1.6-3.4; pt#3 inratio - 3.0, lab - 3.3, mean - 3.15, confidence limits - 1.9-4.6; pt#4 inratio - 1.3, lab - 1.7, mean - 1.5, confidence limits - 1.1-1.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date; 2007, pt#1 inratio - 3.2, lab - 3.02; 2007, pt#2 inratio - 1.8, lab - 4.68; 1 week later, pt#2 inratio -3 .7, lab - 2.15. Technical support updated this case in 2007. Date: 2007, pt#2 inratio - 2.4, lab - 2.19, pt#3 inratio - 3.0, lab - 3.3, pt#4 inratio - 1.3, lab - 1.7.